Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The care giver (cg) stated that a supply bag had fallen and disconnected from the cassette line. The technical service representative (tsr) had the cg close the clamps and cycled power. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.